Event description:
The customer reported there was a "jam" in the forceps/instrument channel of the subject device. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, forceps could not be inserted due to the forceps/instrument channel being clogged with foreign material. This report is being submitted for the malfunction found during evaluation (clogged with foreign material).

Manufacturer narrative:
In addition to the forceps/instrument channel being clogged with foreign material, service found there was play in the angulation operation, angulation of the insertion tube was reduced, suction was weak, the adhesive on the insertion tube was cracked, switches 1 and 2 were scratched, the universal cord was damaged, the objective lens was nicked and cracked, and the insertion tube was broken and creased. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The event can be prevented by following the instructions for use which state: "chapter 3 cleaning, disinfection, and sterilization procedures 3.5 manual cleaning" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation did not confirm that the instrument channel was clogged with foreign material. A review of the device history record found no deviations that could have caused or contributed to this device problem. A definitive root cause for the device issue was not established. However, it is probable that the issue occurred due to mishandling or inappropriate/inadequate reprocessing. Olympus will continue to monitor field performance for this device.